Event description:
Customer reportedly received results of 10.8 mmol/l on the mobile system and 4.6 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 27706334, expiration date 11/30/2011). (B)(6).